Event description:
Although the catheter was correctly introduced and correctly held in place by the sutures, the catheter still came out when the pt removed her blouse to allow the nurse to connect her to the dialysis machine. So, with just a little traction, the catheter came out.

Manufacturer narrative:
Complaint 24cm silicone s/s with stylet come out when patient took off her blouse. Add'l. Medcomp info.- although the catheter was correctly introduced and correctly held in place by the sutures, the catheter still came out when the patient removed her blouse to allow the nurse to connect her to the dialysis machine. So, with just a little traction, the catheter came out. Investigation: the returned catheter was examined for a cause that could identify why this product came out of the patient. The assembly was found to have two sutures still knotted, intact and looped in place at the suture holes. These suture holes were not torn nor open which had they been would have allowed the catheter to break free and come out. Additionally, the suture cuff was held in place on the hub in its proper position. The cuff had no evidence of being pulled away from the locking groove that holds it in place while permitting the suture cuff to rotate. When inspected the cuff was found to be firmly seated in the groove. This assembly has no condition that can be attributed to cause the reported problem. The complaint also indicated that the catheter came out with "just a little traction". We feel that contrary to this statement enough force was exerted against this catheter while catching onto the patients blouse, as to contribute to this premature extraction of the catheter from the patient. Since the assembly is intact and without any anomaly the only other possible cause can be attributed to the catheter coming out by the patients actions. Comment: complaint considers this complaint to be caused by the end user, rather than any anomaly with the assembly. No physical evidence could be found on the part that indicates any contributing factors to cause the assembly to come out prematurely.